Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer (fse) found that the row of pockets in main drawer 2.2 had intermittently gone off communication. The fse opened all pockets to remove debris, reseated the cables, and also reseated the row board cable at the drawer controller to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed with a "device not detected on bus" error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.